Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the bd intima-ii¿ closed IV catheter system was inserted patient had reaction. The following was received by the initial reporter: at 01:00 on (B)(6) 2023, the patient complained of pain at the puncture site of the indwelling needle, and the nurse immediately pulled out the indwelling needle after checking. At 08:00, the patient complained of aggravated pain at the needle extraction site. The nurse found that the skin temperature was high, and the area of redness was large. She immediately reported to the doctor to apply xiliaoto and magnesium sulfate cold wet compresses and asked the dermatologist for consultation to give him ice packs.

Event description:
It was reported that after the bd intima-ii¿ closed IV catheter system was inserted patient had reaction. The following was recieved by the initital reporter: at 01:00 on (B)(6) 2023, the patient complained of pain at the puncture site of the indwelling needle, and the nurse immediately pulled out the indwelling needle after checking. At 08:00, the patient complained of aggravated pain at the needle extraction site. The nurse found that the skin temperature was high, and the area of redness was large. She immediately reported to the doctor to apply xiliaoto and magnesium sulfate cold wet compresses and asked the dermatologist for consultation to give him ice packs.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 2353983. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.